Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) and reported a discordant, falsely elevated carbon dioxide (co2) results on multiple patient samples on an advia 1800 instrument. Customer reported that the quality controls (qcs) were within expected ranges on the day of the incident. A siemens customer service engineer (cse) was dispatched to the customer's site multiple times. During these visits the cse: found a clogged dilution tray wash unit (dwud) and observed that the probe 1 dispense tubing was dripping and overflowing; tightened the dispense tube and replaced the clogged tube, reagent, all cuvettes, and the sample reagent wash pump(srwp) seal; ran precision studies, recovering acceptably. Then, the customer ran quality controls (qcs), which resulted within acceptable ranges. The cause of the discordant, falsely elevated co2 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated carbon dioxide (co2) results were obtained on patient sample on an advia 1800 instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting lower. The repeat results were reported, as the correct results, to the physician(s). The customer provided the results for one patient sample as an example. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated co2 results.